Event description:
It was reported that shaft break occurred requiring additional intervention. Vascular access was obtained by contralateral approach via right superficial femoral artery (sfa). The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified right iliac artery to vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, while attempting to expand and deflate the entrance to the middle portion of the right sfa, the device separated inside the body. It was thought that the break was about 115cm from the hub. The device was removed using biopsy forceps and snaring, with no remains inside the body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the hypotube. The guidewire lumen is separated 26.6cm from the tip. The inflation lumen is separated 25.2cm from the tip. The inflation lumen and guidewire lumen is torn from the exit notch to the separation. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft is separated.